Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: did the device cut? Yes (partially) if yes, was the cut line complete? Incomplete if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No issue with the cut line was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? How was the bleeding controlled? Clamp with allis and suture with prolene 4-0 vascular how much blood was lost (ml)? Not significant did the patient require a transfusion? Yes but not due to the event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient significant consequence due to the event.

Event description:
It was reported that during a liver transplant, the echelon vascular recharge was correctly assembled. When firing, the device only partially cut and did not deploy staples. There was no difficulty opening the device and bleeding was controlled with clamps and manual suture. There was no significant blood loss and although a blood transfusion was required, it was not due to this event. Surgery was delayed an unspecified amount of time, but was successfully completed. No fragments were generated and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2021. D4: batch # t5dy23. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.